Manufacturer narrative:
Outcomes attrib to advent corrected from required intervention to prevent permanent impairment/damage to other serious (important medical events); type of reportable event corrected from malfunction to serious injury. Visual inspection noted no tear visible on outer slit seal. Widening of the inner slit seal was observed, leading to less ability to fully seal liquid from the inner section of the hemostatic valve. The device passed fluid leak, and air ingress testing with an empty valve. However, the polarsheath did not pass extensive aspiration and hemostasis testings after removing a polarx surrogate and a dilator from the sheath. Air pressure testing was performed to identify the location of any potential leaks. The device was gently pressurized at the flushing line luer fitting while plugging the distal tip of the catheter. No air bubbles were observed but the pressure decay measurements were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During a pulmonary vein isolation cryoablation procedure with a polarsheath, it was reported that approximately 10 milliliters was aspirated after inserting the sheath. The physician attempted to aspirate the sheath with his finger in front of the valve to exclude air aspiration through the valve but no improvements were seen. The sheath was removed from the left atrium and exchanged for another sheath. After the preparation and insertion of a second sheath, the first freeze on the left superior pulmonary vein was performed. Approximately 80 seconds in, an st segment elevation was observed. A coronary angiography was immediately initiated and the elevation recovered after 5 minutes. The patient is fine and no other complications were reported.

Event description:
During a pulmonary vein isolation cryoablation procedure with a polarsheath, it was reported that approximately 10 milliliters was aspirated after inserting the sheath. The physician attempted to aspirate the sheath with his finger in front of the valve to exclude air aspiration through the valve but no improvements were seen. The sheath was removed from the left atrium and exchanged for another sheath. After the preparation and insertion of a second sheath, the first freeze on the left superior pulmonary vein was performed. Approximately 80 seconds in, an st segment elevation was observed. A coronary angiography was immediately initiated and the elevation recovered after 5 minutes. The patient is fine and no other complications were reported.